Event description:
Revision.asr femoral implant; asr xl acetabular system - left hip.reason for revision: periprothetic fracture.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination (for the summit stem). The investigation concluded the fractured of the stem was from a trauma as noted in the updated crawfords spreadsheet dated (B)(6)). No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sdepuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint - revision. Asr femoral implant; asr xl acetabular system - left hip. Reason for revision: periprothetic fracture. Update 05 jan 2015 - notification received from (B)(6) hcp via (B)(6) of a deceased asr patient. The patient was previously revised of the asr implants and the cause of death reported is multiple diseases date of death is (B)(6) 2011. Update 5th jan 2015 - added additional surgeon, patient name and date of birth , taken from (B)(6) spreadsheet. Additional surgeon - (B)(6). Patient name - (B)(6). Patient d.o.b - (B)(6) 1975. This patient has had xl to xl surgery and is now deceased. The patients final implants were never revised. Original products all were implanted on (B)(6) 2007, the head stem and sleeve were all revised on (B)(6) 2007 and the cup was left in situ. See below for the products that were first put in. Cup - 2278886 / 999805360 - never revised. Head - 2229882 / 999890153 - revised. Stem - 157011150 - revised. Sleeve - 2189175/ 999800108 -revised. On the (B)(6) 2007 as the head stem and sleeve above were taken out they were replaced with new products also on this date. The new products that I will list below were not revised. As the patient is now deceased. Cup - 2278886 / 999805360 - never revised. Head - 1164041 / 999890153 - never revised. Stem - 1874722 / 563120n - never revised. Sleeve - 1221345 / 999800209 - never revised.